Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed discolored display. Also unrelated the complaint, the cartridge compartment was observed to be damaged near the threads and the battery compartment had multiple cracks.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.